Event description:
Patient complained of palpitations. Impedance decreased from 500 to 201 ohms. Lead has been removed from service. No patient complications have occurred since the lead was removed from service.